Event description:
Potential for injury associated with a tdx3-ps custom power chair with a joystick that will not turn off. This issue could cause the chair to move unexpectedly and unintentionally, causing possible harm to the user and/or bystander.